Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).

Event description:
During the index procedure, the patient had one endeavor drug-eluting stent and one other stent implanted in the lcx. Approximately 38 months post index procedure, the patient suffered an mi. The target lesion was not involved. The event was not assessed for relatedness to the device.